Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows updates failed to process, causing windows to not launch. A field service engineer (fse) re_imaged the station to version 1.11, reconfigured all necessary settings, performed a full synchronization, and successfully configured the remote support service (rss) and component manager. The station was restored to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device became stuck on a restarting screen after processing updates and appeared offline in remote smart services (rss). However, there were no delays, adverse events or injuries reported based on this event.